Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2024-00007 was sent in error. The initial report was filed with the incorrect site legal name and site registration number. This will be corrected on a subsequent initial MDR.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the cannula of one device broke when the terumo blood collection tube was inserted. No patient impact reported.

Manufacturer narrative:
D2b. Common device name: blood specimen collection device; intravascular administration set d4. Medical device lot#: unknown d4. Medical device expiration date: unknown e1. Initial reporter facility name: national university corporation tohoku university hospital h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the cannula of one device broke when the terumo blood collection tube was inserted. No patient impact reported.